Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm while asleep. Reportedly, the customer had not interacted with the pump for certain amount of time. The customer's blood glucose (bg) levels was 433 mg/dl with ketones. The customer resumed insulin, delivered a bolus, and had fluids to address high bg level. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off. The customer declined to further troubleshoot.